Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for evaluation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a charge time measurement of 10.5 seconds and a monitoring voltage measurement of 2.56 volts. The health care personnel indicated concern that the battery depleted earlier than expected. There was no report of adverse patient effect.